Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The returned ¿oxf uni femoral drill 6.35 mm 35mm¿ was visually checked with the following observation: heavy burring of the cutting flutes in the area of the fracture. Heavy burring at the fracture point. Flutes are damaged at the fracture point. Signs of wear and tear. A hardness test has confirmed that the instrument has been heat treated within the specifications stated on the drawing to ps-16 - ¿heat treatment of stainless steel type (B)(4) martensitic precipitation hardenable stainless steel¿, and that the hardness value is within the specified tolerance stated in the procedure at the time of manufacture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A risk assessment was carried out which determined the rate of occurrence, as currently specified in the applicable risk file, is acceptable and there is no change in the risk level as a result of this reported event. The risk to the patient remains within our defined risk parameters, therefore there is no increase in risk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the femoral drill broke during use. No alternative drill was in the hospital so the operation was delayed. Subsequently, the surgeon had to drill by hand to complete the procedure. A delay of 30 minutes was reported. No further information has been made available at this time.